Manufacturer narrative:
Device not returned

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin delivery. There was no adverse effect to customer's blood glucose level.